Event description:
Revision surgery performed due to pain 1.5 year post operative. Replaced with another total knee prosthesis.

Manufacturer narrative:
Device history record was not reviewed because device was not returned and reference numbers was not referenced. Device was not returned for analysis. Root cause could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.